Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that was far field r wave oversensing. Atrial bipolar lead not verified message was displayed. Impedance was 530 ohms, similar to previous reading. When programmed to aai p-waves were not sensed. The device is still in use. No patient complications have been reported as a result of this event.